Manufacturer narrative:
Other, other text: additional information in h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Minor crack was found in on the returned product. The solution reached a temperature of 41 degrees after 9 mins and continued to stay at 41 degrees throughout the duration of the test 15 mins. The return tube had a low flow rate. As the device was heating the solution, the relays were chattering; however, the chattering ceased when the temperature of the solution reached 41 degrees. The device was powered on and off four times. The temperature was stable at 41 degrees during all the power on/off cycles. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced the main printed circuit board (pcb) and top and bottom thermistor as preventative action. Replaced crack return tube. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Refer to field h10 for additional information.

Manufacturer narrative:
Additional information was received indicating that the filed service technician that was on site at the customer facility was able to reproduce the customer reported product problem for this fluid warmer. It was also reported that this device was producing an over temperature alarm with the use of di-60hl disposable, and was failing to reach a temperature of 41 7 degrees celsius. A fluid warmer similar to this affected one was returned to the investigation site for a more formal and complete analysis. The results of that investigation are as follows. The examined warmer went into an over temperature state when the dl 60hl disposable was used. This was not the case for the di-300 or di-100 disposables. It was unknown why the use of dl 60hl disposable was causing the device to alarm. The source of this problem was unknown. A root cause was not identified for this problem. The investigator did note however that the investigated device was reaching the required temperature of 41. 7 degrees celsius as intended.

Event description:
It was reported the device was being tested prior to being put into service and the device gave an over temperature alarm. No patient involvement.